Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: trident psl with purefix ha 46 mm; 542-11-46d; lot# unknown. Size 5 accolade ii 127 deg; 6721-0535; lot# unknown. Delta v-40 ceramic head 32/0; 6570-0-132; lot# unknown. 6.5 cancellous bone screw 20 mm; 2030-6520-1; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Rep reported that patient had bilateral hip replacements and reported to doctor's office on (B)(6) 2018 with a complaint of pain.

Manufacturer narrative:
An event regarding pain involving a trident liner was reported. The event was not confirmed. Method & results: -product evaluation and results: not performed as the device is still implanted. -medical records received and evaluation: a review of the provided medical records and/or x-rays by a clinical consultant indicated: there is one post event x-ray to confirm implantation of the referenced components. The stem has adequate size and position with stable bone ingrowth condition. Also the cup has correct inclination, anteversion and centre of rotation with stable bone ingrowth condition. There is no osteolysis, wear, heterotopic ossification or other pathology evident that might provide a clue to the cause of the pain symptoms. No clinical records or results of other investigations are available and as such remains the cause of the problem unclear as based upon current information. This case needs more info to help understand the cause of the problem. -product history review: not performed as the device lot details were not provided. -complaint history review: not performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as suspected cause of pain, device lot details, pathology reports, and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Rep reported that patient had bilateral hip replacements and reported to doctor's office on (B)(6) 2018 with a complaint of pain.